Manufacturer narrative:
This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27. No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, a literature review, and a review of labeling. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Based on the results of this investigation and the information from the customer site, it was determined that no product deficiency was identified.

Event description:
The customer observed falsely elevated ipth results on the architect (initial results run on roche). The following data was provided (pg/ml): initial 42.8, repeat 70. Initial 595, repeat 784. Initial 23.3, repeat 44.6. Initial 41.0, repeat 72. There was no impact to patient management reported.